Manufacturer narrative:
The complaint states the red release tab of the distal femoral jig is broken. The returned device confirms the failure mode as reported. This complaint relates to the trigger on the distal femoral jig breaking. Review of the returned product confirmed the breakage. Previous investigations into similar complaints have not identified any manufacturing deficiencies. The risk management ((B)(4)) for this instrument assessed the risk associated with the hazard of the trigger breaking or cracking and determined that there was only a remote chance of this resulting in a surgical delay or any patient harm. This correlates with this and similar previous complaints where no patient harm was reported. Due to the lack of any patient harms associated with this failure mode, no further action is required. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red release tab of the distal femoral jig is broken.